Event description:
The patient was going to have the devices removed because, she felt that she has not gotten any benefit from the therapy. She did have a fall a couple years ago. There was a fracture on one of the leads. The batteries have been off for 2 years, since (B)(6) 2011. It was unknown if the entire device system was going to be removed or just the ins and extension. An MRI was not necessary now but she would like the option in the future. Additional information has been requested.

Event description:
Additional information received reported that the entire system was explanted on (B)(6) 2013. It was stated that the cause was the patient complained of pain without good results. It was reported that the patient outcome was recovery without injury.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2009 (B)(6); product type implantable neurostimulator product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 7438 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3387s-40 lot# v296972, implanted: 2009 (B)(6); product type lead product ID 3387-40 lot# j0527488v, implanted: 2005 (B)(6); product type lead product ID 7438, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3387s-40 lot# v296972, implanted: 2009 (B)(6); product type lead product ID 3387-40 lot# j0527488v, implanted: 2005 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the battery was not in new condition. Analysis of both extensions found no significant anomaly. It was noted that the extension bodies were cut through and the product was segmented.